Manufacturer narrative:
The customer technical specialist (cts) worked with the customer to troubleshoot the issue. The cts instructed the customer to drain the wbc and rbc baths and perform the rinse and sweepflow function. The customer then repeated startup and all parameters passed including hgb to resolve the leak and the hgb startup failure. The customer also reported the controls passed and were within acceptable range. The customer called back and stated they were now getting asterisks for wbc on the low control. The cts had the customer change the check valves 1 and 3 which resolved the wbc asterisks on the low control. (B)(4).

Event description:
While troubleshooting a hgb failure on startup, the customer reported a leak of fluid around the wbc bath and the hgb assembly was wet on the coulter act diff 2 analyzer. The volume was reported as about 1 ml and the leak was contained. There was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated.